Event description:
It was reported that the patient's blood glucose level reached 20 mmol/l (360 mg/dl). The pod was worn between 24 and 36 hours on the abdomen. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The exposed portion of the soft cannula was found to be torn. It could not be determined when or how the cannula was damaged. The download data contains no timeouts, drive stalls or hazard alarms, indicating that there was no struggle in delivering insulin. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.